Manufacturer narrative:
During failure analysis, the customer's complaint could not be duplicated because the motor had no power. Further investigation also revealed corrosion of the press plug. The probable cause of the failure was attributed to motor cartridge failure; intermittent failure of the analog ground within the motor cartridge can cause the run-on condition described by the customer. The damaged parts were replaced and the device was returned to the customer.

Event description:
The stryker core micro drill was sent in for evaluation because it was running on its own. The event occurred during preparation for a procedure. There was no patient involvement; no adverse consequence was associated with the device.